Manufacturer narrative:
(B)(4). The bactiseal catheter was returned for evaluation. DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the catheter was visually inspected, biological debris was noted inside the catheter. The catheter was irrigated, failed, blocked with biological debris the root cause for the problem reported by the customer was due to biological debris blocking the cerebrospinal fluid (csf) pathway.

Event description:
N/a

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00225. A facility reported the certas valve was occluded with blood. The certas plus small (828810pl) was implanted via vp shunt on (B)(6) 2020, also using bactiseal catheters. On (B)(6) 2020 the patient was taken back to the or to replace the proximal catheter because of an occlusion. They replaced the proximal catheter with another 823073 bactiseal catheter. Everything seemed to be fine for about a month when the patient started having complications once again; she was lethargic, bulging fontanelle, fluid tracking along the shunt. They went back in and found the proximal catheter and certas plus valve to be occluded with blood. On (B)(6) 2020, the proximal catheter and certas plus valve were explanted, saved and new components (another bactiseal catheter 823073 and certas plus small 828810pl) were implanted.